Event description:
An alaris pump was running new bottle of propofol in the medical respiratory intensive care unit (mricu). The dose was 1000mg/100ml and it was running at 8.2 ml per hour. Within around 30 minutes all but 24ml of the propofol was missing in the bottle. The nurse had another nurse double check the pump settings, which were correct. The pump was immediately removed from the patient for investigation. The alaris pump report run by our pharmacy shows only 4.8ml had been infused. The alaris pump and channel investigation by our biomed department showed all were working correctly. Unknown if tubing error as no defect was identified.